Event description:
The pt reported that during recharging sessions (dates were not provided), the skin became too hot and blisters had formed. A message displayed on the info screen that indicated the device was too hot to work properly. The pt used various types of spacers (eg., wash clothes, extra layers of clothing and application of baby powder), over the area of implant during recharging, but the device continued to become too hot. The physician had been notified. The health care provider reported that there was no mention of blisters in the progress notes. In 2008 the pt met with the company rep regarding the warm battery. The rep present at the eval reported that the pt was evaluated by the physician. No evidence of burning, blisters or skin reaction was noticed. The pt's stimulator was recharged at this time in the presence of the rep and the health care provider. A thermometer was placed between the pt's skin and the recharger. After 20 minutes, the temperature was read as 93.5 f and the pt was asymptomatic. It was decided to continue to recharge. After 2 hours, no evidence of recharger overheating was found. The pt did complain of burning sensation at 45 minutes. The temperature was measured at 94 f; the skin and the recharger were not warm to the touch. The pt was sent home with follow-up planned. The pt was further evaluated on june 9. She did not complain of burning sensation. See mfg report #2182207-2008-01911.